Event description:
This device was attempted to be implanted on (B)(6) 2011 . It was not used as measurements were not acceptable as a lead was not able to be inserted in the device. This took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).